Manufacturer narrative:
Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during implant procedure, high impedance values were observed. The lead was replaced. The condition of the patient was good.